Manufacturer narrative:
Evaluation codes: method - actual device evaluated - comparison to another test method. Results - discrepant results compared to another test method. Conclusion - no evaluation will be performed. Additional testing performed by customer showed discrepant results. There are no reports of adverse health consequence associated with the discrepant results.

Event description:
Testing yields s. Aureus isolate oxacillin (ox) mic discrepancies. The hospital obtained oxacillin-susceptable results with the microscan product but the meca pbp2 test was positive indicating oxacillin resistance. The results were report to the physician but treatment was appropriate and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.